Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of 12 years due to prosthetic aortic valve stenosis with calcification. Per the op report, she was found to have deterioration of her prosthetic valve function by her pmd and was referred for redo aortic valve replacement. Upon inspection, the old valve was calcified and severely stenotic. According to the discharge summary, the patient began to experience atrial fibrillation on pod #2 and treatment included: rate control agents and anti-arrhythmic agents. The patient's discharge rhythm was atrial fibrillation. Thromboembolic protection for atrial fibrillation was warfarin and dabigatran. Patient discharged and scheduled for follow up approx. 3 weeks later. It was further recommended that therapy for new onset postoperative atrial arrhythmias be discontinued after the patient has maintained nsr for 4 weeks; the risk of atrial fibrillation decreases significantly after the first post-operative month. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device was not returned to edwards; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.